Event description:
It was reported the patient presented in clinic for follow-up. Upon examination, it was discovered the implantable cardioverter defibrillator (ICD) was unable to be interrogated over bluetooth. The interrogation was completed over inductive telemetry with no changes or interventions performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth was confirmed. Review of the provided information confirmed that a electrical corruption had occurred, resulting in the loss of bluetooth connectivity.

Event description:
New information noted bluetooth connectivity was successfully restored on 29 jun 2022. The patient was in stable condition.